Event description:
Reporter stated the menu button on the infusion device is defective. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up-key and check-key / menu-key are damaged due to misuse. The buttons were damaged by a pointy object which resulted in a faulty snap dome.